Event description:
It was noted on (B)(6) 2013, that this lead had loss of capture. And has a very high threshold. The lead was explanted on (B)(6) 2013. The patient was reported, to have a syncope, followed by a coma with cerebral death. The physician does not know the reason of the death. The physician was dr. (B)(6). No additional information added. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).